Event description:
The site communicated that gi bleeding was confirmed through an egd test. Patient was discharged home on (B)(6) 2019 and discontinued on coumadin.

Event description:
The site communicated that the patient received four units of packed red blood cells. An egd was performed on (B)(6) 2019 that found gastric antral vascular ectasia with bleeding that was treated with argon plasma coagulation.

Manufacturer narrative:
Section d4: additional information section d4: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4).. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 16 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient came to the emergency department with hemoglobin level of 7.1 and positive hemoccult stools. The patients coagulation values were inr 1.2 and pt 12. The patient's bleeding was attributed to gastric antral vascular ectasia. This was resolved with argon plasma coagulation and a blood transfusion. No additional information was reported.